Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that an incomplete flaps and it was unable to lift in the left eye of a patient, during lasik surgery. There are two related reports for this patient. This report addresses patient initial (ID), left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the surgery date and confirmed system met specifications as per service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. Energy check was not performed as recommended every two hours; energy check was only performed during start-up. Logfile shows eight successfully performed treatments. The reported treatment could be identified in the logfile. The patient interface was docked two times on the left eye as the surgeon interrupted the vacuum process once, after reaching a valid suction one value. After approximately five minutes, the doctor restarted the vacuum process and continued the treatment. Treatment for left eye was finished successfully without any issue. The total vacuum time was minutes and twenty-six seconds. The total treatment duration was seven minutes and thirty-two seconds due to the discontinuation after the interrupted vacuum process. No relevant deviation between planned and performed energy is detectable for the reported treatment. The thickness of the flap was that is thinner than the recommended flap thickness. The user operated surgery within the recommended energy settings. No technical root cause could be identified. No technical root cause was identified as the product was found to be within specifications. Root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).